Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. The complaint allegation was not observed. An updated stability search was performed; no new kit and/or time-point was seen. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received potential false positive results for patients¿ samples when testing using the sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas liat system. The customer reported that during validation testing of their 2 new cobas liat system a patient¿s sample that had previously tested negative was being retested for the instrument validation and a second patient¿s sample was standard patient testing. Patient 1 a previously sars-cov-2 negative, influenza a negative and influenza negative result was tested and analyzed on the kyogen platform. On (B)(6) 2021 the patient¿s same sample was tested on the cobas liat system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative and influenza negative result. The patient¿s same sample was repeat tested analyzed on the cobas liat system (s/n (B)(4)) that generated a sars-cov-2 positive, influenza a negative and influenza negative result. A 2nd repeat run of the patient¿s sample on the same cobas liat system (s/n (B)(4)) generated a sars-cov-2 positive, influenza a negative and influenza negative result. On (B)(6) 2021 patient #2 sample was analyzed on the cobas liat system (s/n (B)(4)) generated a sars-cov-2 positive, influenza a negative and influenza negative result. The patient¿s same sample was repeat tested analyze on the cobas liat system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative and influenza negative result. A 2nd repeat run on the cobas liat system (s/n (B)(4)) generated a sars-cov-2 negative, influenza a negative and influenza negative result. Patient sample was collected using nasopharyngeal swab and copan 305c universal transport media. This is not a recommended practice for sample collection. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patient. The validation test results were not reported out to the patient and/or personnel treating the patient. No positive results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).